Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy. According to the reporter: when the surgeon tried to connect the stapler to the anvil from the orvil, the trocar and anvil would not connect and he had to remove the anvil and start again using a new stapler and orvil. A gastroscope had to be used to retrieve the faulty anvil from the esophagus. No tissue damage to the pt occurred. Operative time was delayed by 2 hours. The pt is currently in intensive care.